Event description:
Surgical table/chair, screw shaft gear/pin, tilt motor failure caused the table to tilt backwards (uncontrolled) & dump the pt onto the floor against the wall. Pt injured his back & neck when he hit the floor & wall. MFR inspected the unit & found a fractured plastic drive gear & broken drive pin. This permitted the shaft to exit the gear housing & tilt to be uncontrollable. Failure of the gear/pin permitted uncontrolled negative tilt of the table. Note: a fail safe design & safety controls must be added.